Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos show the stent graft partially deployed and the outer sheath fractured. Provided x-ray images do not visualize a partial deployment. It was reported that 0.035" guidewire was used for access, the tracking vessel was neither calcified nor bent, the lesion was pre-dilated, the device was flushed prior to use. Based on the provided information and evaluation of the provided photos, the investigation is closed with confirmed results for partial stent graft deployment and outer sheath fracture. A definite root cause for the reported event could not be determined. Placement in the aorta represents an off label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states, "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The instructions for use further state that the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries, and that the device has not been tested for use in an overlapped condition with a bare metal stent or a covered stent or with another fluency plus stent graft. H10: d4 (expiration date: 07/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left femoral artery, the stent was allegedly unable to be fully released after half of it had been deployed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left femoral artery, the stent was allegedly unable to be fully released after half of it had been deployed. There was no reported patient injury.